Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at the drg ins pocket site. As a result, surgical intervention was undertaken wherein the drg ins site was relocated. Also, drg ins was explanted and replaced. Effective therapy was restored post-operatively.